Manufacturer narrative:
(B)(4).

Event description:
On 08/18/2015, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected hemoglobin results on a patient. The customer stated that the patient was treated off the I-stat results and was super infused with 4 units of packed red blood cells. There was no additional patient information at the time of this report. The patient underwent atrial flutter ablation procedure the morning of (B)(6) 2016. In the postoperative bay, the patient's blood pressure was 60/40 mmhg. The pressure then dropped to 40/20 mmhg. An immediate transthoracic echocardiogram was performed a bedside at 11:31. There was no evidence of pericardial effusion. Subsequently, a cbc for further evaluation to assess as to whether or not there was any bleeding was sent to the lab. In the meantime, while the cbc was being processed, a bedside I-stat was performed which showed hemoglobin of 7.8. Because of the sudden drop in hemoglobin it was thought that there may have been either ivc perforation or right femoral vein groin hematoma with a significant amount of bleeding resulting in hypovolemic shock. The patient was then reversed with novo-7 x2 at 12:05 and 12:11, in addition to vitamin k- 10 mg subcutaneous at 12:20, four units of packed red blood cells at 12:09, 12:22, 12:33, no time listed for 4 unit of prbc as well as two units of ffp at 1222 and 12:38. Aggressive fluid resuscitation was subsequently given. After one hour, the cbc results from the lab had not been posted. Another cbc was ordered for further evaluation. The patient's blood pressure at this time was approximately 80/60. The patient was diaphoretic, as well as clammy. Customer subsequently then obtained another I-stat which showed a reading of 3.7. Although it was not believed that the reading of 3.7 was entirely accurate, it was thought that in the setting of the patient's clinical course, he was having a significant amount of bleeding. The patient had been on dopamine therapy and was having a significant improvement in blood pressure. A stat chest, abdomen and pelvis CT scan to assess for any evidence of hematoma or retroperitoneal bleeding. The patient was stabilized and transferred to the ccu at 13:29 for further evaluation. The thought was that his bleeding had been reversed with all the medical therapy, as well as aggressive resuscitation. The CT scan showed no evidence of bleeding. Subsequently, then, our second cbc that we had ordered came back with hemoglobin greater than 15. At this time, the customer states they do believe that the I-stat may have been a false reading and the patient may have been having a vasovagal response. Due to aggressive fluid resuscitation, the patient became hypoxic and having a significant amount of tachypnea. The patient developed acute respiratory failure secondary to pulmonary edema. He was subsequently placed on bipap and a lasix drip for aggressive diuresis was started. The patient was eventually weaned from bipap and recovered. All testing was performed on 08/15/2016: (B)(6). At this time and based on the information available apoc does not suspect a malfunction exits. However, the patient was transfused based on I-stat results an apoc believes an adverse event occured. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/21/2016. Customer returns and retain product was tested and the customer complaint was not reproduced.

Event description:
Na